Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), that 3 years post ttvr, a patient underwent a valve in valve due to stenosis. An echo showed that the bioprosthetic valve is well seated in the tricuspid position with tricuspid mean gradient 9mmhg.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5, h6: device code corrected, type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed by edwards clinical imager and the following was observed, the valve was under expanded with waist 26.4mm (with 0.5mm added to the area derived diameter for outer diameter dimension), 29.5mm (with 0.5mm added to the area derived diameter for outer diameter dimension) for the outflow side, and 27.6mm (with 0.5mm added to the area derived diameter for outer diameter dimension) for the inflow side. The complaint for increased gradients was confirmed bas ed on the provided medical record. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. It should be noted that implanting a thv in surgical valve in tricuspid position using the sapien 3 (s3) with the commander delivery system (ds) is not indicated for use. Therefore, it was off-label operation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, '3 years post ttvr, a patient underwent a valve in valve due to stenosis. An echo showed that the bioprosthetic valve is well seated in the tricuspid position with tricuspid mean gradient 9mmhg.' Elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, thv was under-expanded with waist per imagery review. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve could be obstructed, which can contribute to increased gradients or stenosis. As such, available information suggests that procedural factors (off-label operation, under-expanded thv) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), that 3 years post ttvr, a patient underwent a valve in valve due to stenosis. An echo showed that the bioprosthetic valve is well seated in the tricuspid position with tricuspid mean gradient 9mmhg.